Event description:
Pt sent email describing an "ulcerated cornea which is still (after 6 weeks) healing." After multiple attempts to contact the pt, no response has been received. As a corneal ulcer may or may not be a reportable event and due to the reported extensive recovery time this event is being reported as worst case serious injury. No product has been returned for eval and lot info has not been provided. If add'l info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.